Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced migraines and anisometropia. The iol was exchanged for same model with 2.5 more diopter company lens. Patient's issue was resolved. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9, h.3., h.6. And h.11. The lens was returned inside a plastic specimen jar. The lens was cut into two pieces, typical of an insertion and removal. The lens was cleaned with klrp to evaluate. A long scrape mark was observed on one optic portion. The anterior and posterior surfaces have cracked damage in the shape of an instrument used to grasp the lens. The other optic portion anterior and posterior surfaces have cracked damage in the shape of an instrument used to grasp the lens. A large portion of the optic was broken. The broken optic material was not returned. A power and optical resolution retest could not be conducted due to the lens damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. Based on the completed questionnaire, the lens did not cause or contribute to the reported complaint. Per the surgeon's opinion, the root cause for the reported event of migraines was due to anisometropia. In addition, an iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company specific lens 20.0 diopter lens was removed and replaced with another company specific lens 22.5 diopter lens. This suggests and supports that the increase of 2.5 diopters for the replacement lens model was an improved selection for this patient's vision needs. The lens returned was cut into two pieces, typical of an insertion and removal. Additional optic damage was observed on each lens portion. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and optical resolution retest could not be conducted due to the lens damage. The manufacturer internal reference number is: (B)(4).